Event description:
It was reported that a spectrum pump underinfused. The customer tested the device and was able to reproduce the underinfusion. The customer stated "tried to run 60 ml for 30 minutes and only 30 ml delivered." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.